Event description:
It is reported that the surgery was delayed 30 minutes due to difficulty in seating the femoral stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.